Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason. No device malfunction was suspected.